Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the root cause of the reported revision was the broken insert post; however, the clinical root cause of the breakage cannot be concluded, as it was reported that there was no prior injury. The patient impact beyond the reported symptoms and the revision procedure cannot be determined. Therefore, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered from a revision surgery due to unspecified reasons. The patient had a knee replacement with s+n devices in 2009.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured along the post, rendering the device inoperative. The lab analysis concluded that the visual examination of the insert showed wear-related damage and discoloration to the articular surface. Yellowish discoloration of the polyethylene of implants can occur when exposed to fluids in or around a joint. Macroscopic/microscopic examination of the insert showed damage related to the fracturing of the post on the post region surface. Macroscopic image of the fractured post is shown. An inferior view of the insert with damage around the anterior notch, and some pitting on the medial and lateral regions, which may have been caused during extraction. No additional unexpected visual features noted. No evidence of deviation in processing or material was found for the retrieved item. Destructive testing was not performed during this examination. No definitive conclusions as to the cause of these issues can be determined. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that based on the provided documentation, the root cause of the reported revision was the broken insert post; however, the clinical root cause of the breakage cannot be concluded, as it was reported that there was no prior injury. The patient impact beyond the reported symptoms and the revision procedure cannot be determined. Therefore, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.